Manufacturer narrative:
The initial MDR 2432235-2014-00445 was filed on july 17, 2014.MDR 2432235-2014-00445 supplemental 1 was filed on august 15, 2014.additional information (08/26/2014): a siemens headquarter support center (hsc) specialist determined that the cause of discordant troponin results is contamination. The customer must address the water contamination issue before a siemens customer service engineer (cse) can be dispatched to decontaminate the instrument. Siemens is still investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00445 was filed on july 17, 2014. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran numerous precision testing, all resulting within range. The cse preventively replaced the wash blocks and ran additional precision testing, all resulting within range. Calibrations and quality controls were run, also resulting within range. Water quality checks were performed on august 11, 2014, which revealed the presence of bacterial contamination on the system. Siemens is still investigating this issue.

Manufacturer narrative:
The cause of the discordant, falsely elevated troponin result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2014-00445 was filed on july 17, 2014. MDR 2432235-2014-00445 supplemental 1 was filed on august 15, 2014. MDR 2432235-2014-00445 supplemental 2 was filed on september 19, 2014. Additional information (09/29/2014): a siemens customer service engineer (cse) was dispatched to the customer site and decontaminated the instrument. No further issues were observed following the instrument decontamination. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample replicate on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was retested multiple times on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.